Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The carrier tube and hemostasis sheath are fully mated in rear lock position. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned device was fully mated in rear lock position with the sheath cut, exposing the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: while deploying an angio-seal device, the anchor/footplate failed to deploy. The angio-seal device was removed and manual pressure applied successfully. There was no patient harm. An ultrasound was not utilized while deploying the device.

Manufacturer narrative:
D6.a.: implanted date: device was not implanted. D6.b.: explanted date: device was not explanted. E.1.: establishment name: requested, unknown. E.1.: address: requested, unknown. E.2.: health professional: unknown. E.3.: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.